Event description:
Literature: munts ag, voormolen jh, marinus j, delhaas em, van hilten jj. Postdural puncture headache in complex regional pain syndrome: a retrospective observational study. Pain med. Nov 2009; 10(8): 1469-1475. Summary: this article describes the unusual course of postdural headache (pdph) after pump implantation for intrathecal baclofen (itb) administration in patients with complex regional pain syndrome (crps)-related dystonia. The information is case series based on data collected from 1996 to 2005 on a total of 54 patients with crps-related dystonia who were treated with itb. Reportable event: thirteen patients with pdph, without csf leak, underwent successful epidural blood patch (ebp). The pdph resolved within 48 hours. It was also noted, six patients with pdph but without csf leak received IV ketamine. Pdph resolved in four of these patients during 2-10 days of treatment. IV ketamine gave no improvement in two patients, one of whom also had a prior ebp without effect. It was further noted, fourteen of fifteen patients who experienced exacerbation of their crps also had pdph without csf leak. (It was not identified further which of the 13 patients received treatments of IV ketamine, or experienced exacerbation of their crps). See literature article with MFR report #3007566237-2010-02611.

Manufacturer narrative:
(B) (4).